Event description:
It was reported, the patient was having a routine pump replacement. The catheter was not ¿dripping¿ cerebrospinal fluid (csf) in the or. It was unable to be aspirated through the 8731sc catheter with a syringe or needle. The sc connector was cut off and good csf drip was noted from the catheter. There was an occlusion at the pump connector. A revision was performed. The sc connector was replaced on (B)(6) 2014. The patient was hospitalized. The patient was observed overnight to assure drug delivery had been accurate prior to and after the pump replacement. The patient experienced no changes in therapy after the revision. The patient was doing fine clinically. Patient status at time of this report was alive; no injury. The pump was delivering lioresal.

Manufacturer narrative:
Analysis of the returned catheter revealed sc connector/coring-tears-cuts in seal that possibly caused occlusion, but was not mis-aligned. Leaking was seen coming from the sc connector.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.